Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Medtronic representative reported via email low blood glucose. Customer's blood glucose level was in the 40 mg/dl range. Customer advised they consumed candy and remained low. Customer believed the insulin pump caused their low blood glucose and advised they never had issues with low blood glucose in the past. Customer advised they were off of the insulin pump and tried different medications to bring their blood glucose to normal levels. Customer was advised to call the helpline and troubleshoot their low blood glucose levels.